Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that the patient presented emergently eleven weeks later with right sided leg pain that was reported by patient to have been present for 5 days. As per the physician there were diminished pulses and the right leg was cold but still viable. Intervention was performed and balloons were used to remove thrombus on the right side and then the physician implanted a 10mm (bes) stent into the distal end of the stent graft etlw1620c124e on the right distal rcia, which subsequently resolved the event. The physician also implanted a 11mm non mdt stent at the level of the flow divider bilaterally and extended the flow divider proximally by 15mm to trap some free thrombus in the main body of the stent graft. These non -mdt stents were then dilated with 16mm pta catheter to seal and trap thrombus. As per the physician the cause of the event is anatomy. It was reported that the physician felt the limb thrombosis was caused by patient anatomy at the distal end of the stent graft where calcium and high grade stenosis were observed. No additional clinical sequalae were provided and the patient is fine.